Event description:
Complainant alleged that the clinicians were attempting to cardiovert a pt, who was in a supraventricular tachycardia heart rhythm. The clinicians defibrillated the patient once at 100 joules and the patient was cardioverted. The pt then presented a ventricular fibrillation (v-fib) heart rhythm, and the pt was administered a second shock at 200 joules. The pt continued to remain in v-fib. As the ambulance crew and the pt arrived at the hospital, a third shock at 200 joules was administered to the pt, but there was still no change in the pt's heart rhythm. The clinicians then attempted to administer a fourth shock, at 360 joules, but the device displayed a "leads off" message. The clinicians reseated the pads and checked all connections, and then attempted to deliver the 360 joule shock again. The device again displayed the "leads off" error message. The clinicians then obtained another device with a set of paddles and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The "leads off" error message is not a viable message for this device with the use of defibrillation pads. During this event, the customer most likely observed a "check pads" error message.